Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set needle issue event on (B)(6) 2025. It was reported that the needle did not retract when the infusion set was inserted. No further information available.